Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the data provided and analysis of the instrument, the fse was unable to determine what caused the discordant result. The fse checked the shearface alignment, removed the perox chamber to clear an obstruction at p1, flushed auto sampler needle and selector valve, checked alignment of selector valve at all aspiration positions, checked laser position, aligned and focused flowcell, increased pulse width and adjusted gains. Precision and qc runs all pass. The instrument is performing within specifications. No further analysis of the device is required.

Event description:
Discordant advia 2120 hemoglobin (hgb) results were obtained on a pt sample. The result was reported to the physician who had the pt admitted to the hospital. When the blood film was later examined the results were questioned. The sample was retested and a corrected report was issued. There are no reports of adverse health consequences as a result of the pt having been admitted to the hospital.